Event description:
A malfunction was reported, and it was noted as malf 24, without causing the customer's blood glucose to exceed 500 mg/dl. The customer used multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Tandem technical support resolved the issue by sending a replacement pump with updated software and providing instructions on returning the faulty pump and operating the new one. The customer was informed about available training and confirmed their understanding of the required steps for pump storage and return.